Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. It was observed that the no medication was administer to the patient during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: infusor (previously submitted as folfusor); correction made to d4: catalogue #: 2c2008k (previously submitted as 2c4702k); correction made to d4: lot #: 19m021 (previously asku); correction made to d4: unique identifier (UDI) #: (B)(4) (previously ni). Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 12, 2019 - november 13, 2019. H10: the device was received, for evaluation containing 39ml of fluid in the bladder. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed, at the distal luer. A functional flow rate test was performed. And the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.